Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information on (B)(6) 2016 stated that the lead exhibited change in thresholds. On (B)(6) 2009, the lead was capped during an unrelated procedure.

Event description:
It was reported that the left ventricular lead exhibited high pacing thresholds. The lead was explanted and replaced.